Event description:
It was reported that a patient experienced an air embolism with st segment elevation. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. After a catheter exchange through the sheath, the patient displayed a st segment elevation due to an air embolism. No intervention was required and the patient began to recover. A transesophageal echocardiogram (tee) was performed and ruled out an infarction. The patient had fully recovered from the event and the procedure was completed successfully. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation found the sheath able to deflect and hold pressure and fluid within the sheath. There were no indications of defects on the sheath that could have led to the reported patient codes. The "known inherent risk of device" cause code was selected for patient codes " st segment elevation" and "embolism, air".

Event description:
It was reported that a patient experienced an air embolism with st segment elevation. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. After a catheter exchange through the sheath, the patient displayed a st segment elevation due to an air embolism. No intervention was required and the patient began to recover. A transesophageal echocardiogram (tee) was performed and ruled out an infarction. The patient had fully recovered from the event and the procedure was completed successfully. The device has been received at boston scientific post market laboratory where it's waiting for analysis.